Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the left anterior descending artery (lad). A 3.00x38mm promus element ¿ long stent was implanted. However, during post dilation, a proximal stent edge dissection occurred. Subsequently, a 3.5x12mm promus element ¿ stent was then deployed to cover the previously implanted stent and the procedure was completed. No further patient complications were reported and the patient's status was stable.